Event description:
This is an ongoing investigation between (B)(6) hospital biomedical engineering in association with baxter clinical representatives following a similar event on redacted date. A patient on bliss 11 ICU was connected to a ge b850 v3 patient monitor with normal brady sinus rhythm as determined by the bedside monitor. Patient was then connected to the baxter starling sv nicom to determine patient¿s fluid response to IV fluid bolus. Once the nicom leads were attached to the patient and connected to the device via the patient cable, the patient¿s waveform displayed as a diminished/disrupted qrs complex followed by asystole on the bedside monitor. The ge bedside monitor alarmed as asystole alerting staff of the critical event. Staff immediately examined the patient and confirmed a false reading of asystole from the monitor. When the nicom lead cables were disconnected from the patient cable, normal sinus rhythm returned as shown on the bedside monitor. There was no patient harm associated with this event. Manufacturer response for non-invasive cardiac monitor, cheetah medical (per site reporter). Manufacturer responded immediately and were on site to help troubleshoot the incident. This remains an ongoing process to determine the root cause.